Event description:
Event description guidant received information that the cardiac resynchronization therapy device (crt - d) delivered nine shocks to the patient. The patient died while being transported to the hospital. An interrogation of the device noted a shorted shocking impedance warning screen. Further evaluation noted shocking lead impedances <20 ohms for all nine shocks. The physician believes this crt-d caused or contributed to this patient's death.